Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06-dec-2017 with the following findings: during investigation, the black box showed several unexplained power reboot events. The battery compartment and cap were found to be undamaged and able to fit securely. The cap contact measurements were found to be within specifications. The battery cap was fastened and then unscrewed one half of a turn with no reboots occurring. During the investigation, no power interruptions, investigators were unable to duplicate the ¿intermittent power¿ complaint. The pump¿s cover was removed, and no intermittent conditions were found to the printed circuit board or to the cgm module.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.